Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted. . Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
Upon follow up for a check heater line alarm, the home patient (hp) said that he only changed out cassette and the heater bag, but not their supply bags. The patient was involved, but there was not injury or medical intervention associated with this incident.